Event description:
It was reported that during a ladg procedure, the distal end of the device was broken and locked out. Another device was used to complete the case. There was no adverse consequence to the pt.